Event description:
Removal of endosseous dental implant. Implant was placed on 12/2/96 in site #21 (class ii-iii bone) during a routine procedure. The clinician reports that at the time of abutment placement, the implant moved. At the time of implant failure, the pt experienced pain. The clinician reports that the pt smokes 2 1/2-3 packs of cigarettes/day. The implant was removed on 8/1/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.